Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -12.00/1.5/111 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault. The problem of low vault resolved after explanting the lens. The patients ucva is 20/2000 after explanting the lens, same as before surgery. The surgeon does not plan on implanting another lens because of the status of the patients eye. The reporter stated " after the surgery the surgeon had found a part of suspensory ligament of the patient had been rupture and the vault was low. After ruling out the rupture of the suspensory ligament caused by the surgery, the surgeon believed that it was related to the patients high myopia and he didnt noticed before the surgery."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial, dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).